Event description:
It was reported that a revision surgery was performed due to disassociation.

Manufacturer narrative:
Burnishing and abrasive wear were observed on the proximal articulating areas and wear was found on the distal surface. Deformation was seen on the distal face of the posterior lock indicating that the insert was damaged by being on top of the locking mechanism. Additionally, the anterior lock showed minimal rounding of the corners which could indicate that the insert was not fully seated. A fully locked insert would typically show more rounding throughout the anterior locking mechanism. Dimensional mismatch between the tibial insert and tibial base is one of the important factors contributing to the improper seating of the insert. The contribution of the tibial base to this issue is unknown as it was not returned.